Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile or expired device, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the slow wound healing is unknown. Therefore, conclusion has been selected as no problem/fault found.

Event description:
The patient reported the wound was healing slowly and was slightly open. The clinician applied steri-strips, gauze, tegaderm dressing and prescribed an additional round of antibiotics. There are no plans to explant or revise the implant at this time and a follow up appointment is scheduled. The patient continues to do well.